Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 fan is not working properly. The issue happened during patient use and patient was transferred to another ventilator .the customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to duplicate and confirm the reported issue. Failure is isolates to failed fan bearing. Received assembly fan cooling w/mount p/n:12089-002 rev. A l/c:0733. Visual inspection of the fan assembly found debris/dust accumulation on the blades and inner body of fan housing. No additional indications of damage or misuse. The fan was installed into a known good ltv2 (lap top ventilator) test vent and power on and set on adult default settings and was able to confirm that the fan was not functioning. Closer inspection of the uut (unit under test) found play between fan and mount. Plastic rivets securing fan to mount were found to leave a small gap the assembly drawing shows no gap. Further troubleshooting found that the fan won't freely rotate when turned manually due to a failed fan bearing, and causing the fan not to function. An electrical inspection found the input leads to measure at 15k[?] Which is typical for this component."